Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es user unable to see list of patients. The user was able to log in but couldn¿t see patient info or pull medications. The customer stated that user only had visibility to discrepancy, user preferences, and maintenance. There were 2 locations affected (mmcc2es & mmcbbr2es) there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to see list of patients. Customer had stated that access was pending pharmacist approval, so director assist further. No further information was available.